Manufacturer narrative:
Product complaint # (B)(4). In reference to the submitted follow-up 1 report, the concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for pes bursitis. Event is not serious and is considered mild. Event is not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2015. Date of event (onset): (B)(6) 2019; (right hip). Treatment: medical intervention/ modification: cortisone injection in right pes bursa.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.